Event description:
This report summarizes <noe> 10 </noe> malfunction events, where it was reported the device had reduced brake force. There was one event with patient involvement; there were no adverse consequences reported.

Manufacturer narrative:
The device was not evaluated and the issue was not confirmed, as the customer did not make the device available for evaluation.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were evaluated in the field and the issue was confirmed; 3 devices had broken/damaged components; 2 devices had dirty components, 2 devices had worn components, 2 devices had bent components, and 1 device had an alignment issue. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events, where it was reported the device had reduced brake force. There was one event with patient involvement; there were no adverse consequences reported.